Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic pain, discomfort, overactive bladder symptoms, urinary retention, frequency, inability to urinate, urgency, urinary tract infection, erosion, fascial dehiscence, recurrent incontinence, recurrent bladder cancer and destruction of polypropylene mesh. Also, the plaintiff allegedly experienced urinary problems and extrusion. Furthermore, it was reported that the plaintiff died. The cause of death was reported as metastatic bladder cancer. Related to manufacturer report #: 2183959-2014-42241.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.